Event description:
It was reported the atrial sensing was erratic and intermittent. On test setup when it should be sensing, device unit will start pacing intermittently. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, side bail covers and ring cover were broken, the battery release and knobs were contaminated, the lower case was broken and contaminated, the lead flex cover was corroded, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was torn.